Event description:
Customer reported her settings may have been changed. She stated she had attempted a bolus and it was giving her an estimate of zero insulin. The customer also reported having high blood glucose. Customer's blood glucose was 323 mg/dl. She stated she had treated her blood glucose with a manual bolus. Troubleshooting did not find any issues with the insulin pump. The customer's bolus history was correct. The customer also reported having a low blood glucose around 45 mg/dl to 58 mg/dl. Customer believed she had given herself a lot of insulin. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).